Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damage to the device's teeth and the ligator housing contained three bands. Additionally, the trip wire was found to be broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks observed on the ligator housing teeth suggest that excessive force may have been applied during use, leading to damage. This could also be attributed to the physician's technique while introducing the device into the patient, potentially compromising the teeth and affecting the handle's functionality during band deployment. On the other hand, the trip wire was found to be broken, which suggests that excessive force may have been applied during band deployment, potentially compromising the mechanism. Additionally, anatomical tortuosity or suboptimal device positioning could have interfered with its functionality. The technique used to grasp the varix or polypus may have caused suture misalignment, resulting in a failed band release. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the seven bands were adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the seven bands were adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.